Event description:
It was reported that the customer had difficulties filling the reservoirs. It was stated that the customer was unable to disconnect the plunger from the reservoirs and the insulin spilled out of the bottom. Instructed the mother on how to remove the plunger before and after the reservoir is filled. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.